Manufacturer narrative:
As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient stated being unable to inflate an inflatable penile prosthesis (ipp) for two weeks leading to an appointment with the physician. During the visit the physician was able to pump up the device once but on the subsequent attempts the pump felt stuck and hard as a rock. The physician recommended the patient to reach out to the manufacturer for assistance. Patient liaison provided the patient trouble shooting techniques including burp, anti-stiction valve reset and reboot. The patient incorporated the techniques provided by patient liaison but the device was still too hard to inflate. The patient indicated being exhausted and somewhat bruised when able to partially inflate. A sales representative scheduled an appointment to meet with the patient on august.